Manufacturer narrative:
(B)(4) (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device could not fire. When the sales representative checked the product, it was found that the second squeeze was not enough. Oozing bleeding occurred as a result of the issue. The procedure was completed with manual suturing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The devices were received loaded with a fully fired 4.8mm single-use loading units (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading units were reloaded with staples, reloaded into the instruments and applied to test media with acceptable results. The staple lines were properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.